Event description:
This is report 11 of 12 for (B)(4). It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the vapr tripolar90 suction electrode device was immediately clogging. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device was received and evaluated in juarez lab. The ten devices were received without lot information. Visual inspection revealed that the cable was in good condition as well as the connector and pins. The electrode had scratches near the ceramic, the electrode shaft appear to be deformed. When performing the functional test, the electrode was connected to the vapr vue test generator. The ablation function was activated for 1 minute, and it worked as intended. Under coagulation function, the electrode was activated for 1 minute and the electrode worked as intended as well. For suction function the device will be send to the supplier. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The second device was evaluated. The visual inspection of the device was performed, as a result, the shaft was distorted, saline residue in suction tube, tissue debris in suction ports.  The suction failure on device 2 and 10 was further investigated by subjecting the devices to both a positive and negative pressure while also being activated. The blockage was caused by a build-up of tissue debris at the distal end of the device. The flow test was repeated on both devices and once again the minimum flow specification could not be achieved. A DHR review has been performed for lot u2207024; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the complaint investigation outcome no containment action related to the individual complaint is required. From our investigation we were able to confirm the customer report that the electrode suction was clogged with 2 of the returned 10 devices. The two failed devices 2 & 10 were found to fail flow specifications due to a build-up of tissue debris at the distal end of the devices which despite repeat flow testing the tissue debris could not be removed during the investigation. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product IFU warns electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.